Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. No unexpected rainbow screen noted. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rainbow and foggy effect behind the screen. It did not last too long but happens when pressed again body sweat behind screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.